Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller indicated that they had an MRI last night. They activated MRI mode prior to the MRI, but half way through the MRI they experienced discomfort in the scrotum and penis and had to stop the MRI. The caller deactivated MRI mode after the MRI, but had to turn therapy off because the pain remained. The caller indicated that they turned the therapy back on again later in the evening and the therapy is working because they are still able to urinate, but the patient has penile pain that is at a level 1, on a scale from 1-10. The pain subsides when the device is turned off. The patient was redirected to their healthcare provider to further address the issue and to decrease or turn off therapy to resolve the discomfort if desired. The patient already has a call into the hcp and is waiting for a call back. The caller added that they did see full body eligibility and noted that they believe that the MRI center called in for MRI guidelines. The patient's relevant medical history included the caller indicated that 6 months prior to their prostate cancer being discovered, that the dr performed a procedure in which 6-7 staples were placed around the opening to open it up. Later, the patient had the prostate removed and is unsure if any staples remain. The caller also noted that after returning home post ins implant, they turned it up and it gave a jolt and almost knocked them off their feet, but they immediately decreased and resolved the sensation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They reported that the cause was unknown. Patient stated that they and the MRI tech followed instructions regarding disabling the device by setting it into MRI mode. The steps taken for resolution was that they reduced the device setting from 2.9 to 2.0 and the discomfort diminished. Issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were getting another MRI done on monday and wanted to see if a manufacturing representative (rep) could be present to assist. Patient mentioned previously noted burning sensation while getting their last MRI done. Patient stated they were nervous about getting another MRI done and wanted to make sure things are done correctly to avoid the same issue. Email sent to field staff with request.